Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer¿s international service technician confirmed the reported auto-start issue. During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test (pvt test 5) at the 0 slpm setting. The manufacturer¿s international service technician replaced the user interface (ui) pcba to address the issue of the ventilator rebooting by itself. The manufacturer¿s international service technician also replaced the flow sensor assembly to address the issue of airflow accuracy test failure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the non-english user interface assembly revealed no damage or contamination. The non-english user interface assembly was installed in an fi test ventilator. The test ventilator powered up from ac and delivered breaths. The test ventilator ran for two (2) hours without inducing errors. The test ventilator was manually turned on and off 25 times without failing to respond to each on/off cycle. The ventilator remain off while plugged into ac for three (3) days without turning on. A review of the drpt did not reveal any error codes. The gui was opened up and power switch-on resistance was within specification. No contamination was found underneath the key domes. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator boots up by itself. The customer reported that there was no patient involvement.